Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker had entered safety mode and the battery was suspected to have depleted prematurely. This pacemaker was explanted, replaced, and disposed after the procedure. No additional adverse patient effects were reported.